Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that after the pole rolled over the tubing the set broke at the bifurcation of the y site while attached to the white lumen of the patient's PICC line. The tubing was changed and they reported an unspecified slight injury with no harm.

Manufacturer narrative:
The customer¿s report of a broken bifuse at the y connection (parallel connector) was confirmed. The separation was observed at the engagement between the exit port of the parallel connector and smallbore tubing components. Further inspection of the separated tubing end observed trace of solvent along with a solvent ring away from the tubing end. Further visual inspection under magnification observed trace of solvent. Based on the noted solvent ring indicating the likely tubing depth previously within the parallel connector, the tubing looked to have been inserted fully. Dimensional analysis of the separated tubing was observed to be within specification of 0.079 ± 0.002 inches. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause has not been identified.

Event description:
It was reported that an IV pole rolled over the patient's tubing while mom was helping the patient back to bed; as a result the tubing broke at the bifurcation of the y-site while attached to the white lumen of the patient's PICC line. The tubing was changed and they reported an unspecified slight injury, however no treatment was required.

Event description:
It was reported that an IV pole rolled over the patient's tubing while mom was helping the patient back to bed; as a result the tubing broke at the bifurcation of the y-site while attached to the white lumen of the patient's PICC line. The tubing was changed and they reported an unspecified slight injury, however no treatment was required.

Manufacturer narrative:
The customer¿s report that the tubing set broke at the bifurcation of the y site was confirmed. Separation was observed at the engagement between one of the entrance ports of the bifuse adapter and smallbore tubing. Further visual inspection under microscope noted evidence of only slight solvent applied. Dimensional analysis of the separated tubing was within specification; further handling/tug of the tubing engagements identified no separation or other issues. The root cause was identified to insufficient solvent being applied at the engagement of the tubing.